Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A technical support specialist informed the customer that the patient is preadmit and not showing on the device, requested a callback if the issue persisted after checking with admissions, discharges, and transfers. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system one new patient was not showing up on the station. The customer stated that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.